Manufacturer narrative:
The complaint device is not being returned, and is therefore, unavailable for a physical eval. However, this failure mode has historically been attributed to a user technique issue. One hypothesis is that during the initial anchor insertion, the anchor could have been inserted off axis or inserted into too hard or dense bone. The rep stated that he noticed that the bone was extremely dense and hard. He also stated that the cuff was too retracted and immobile to be repaired and that he believed that the surgeon would have needed to convert to a mini-open repair regardless of the anchors/suture breaking to access the retracted tissue. We are filing and MDR to document this event. No further action is warranted at this time.